Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages or check belt messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt¿s wires were broken in the ECG cable. The root cause for the broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.